Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. Customer reports they received a critical pump error image on the pump screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device received open book or critical pump error after battery installation. The device received constant critical pump error alarm. Problem isolated to force sensor.